Event description:
It was reported that there were telemetry issues. The patient hadn't felt stimulation for at least a month. The patient tried the patient programmer, but could not get beyond the poor communication screen. It was determined that the battery was at the end of life and was not able to be interrogated. No device troubleshooting was performed. It was noted that the patient had never received paresthesia in the desired areas. Additional information received reported that the patient continued to experience problems with the system. It was reported that the system had not worked since the day it was implanted. The patient was planning to have surgery to fix the problem.

Manufacturer narrative:
(B) (4).